Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range (oor) shock lead impedance (sli). Presenting electrogram (egm) showed appropriate device function and clear egms. Shock impedance trend for last 12 months showed variable impedance range of 80ohms-128ohms. Technical services (ts) suggested further lead assessment, including review of lead impedance alert range settings. This device currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out-of-range (oor) shock lead impedance (sli). Presenting electrogram (egm) showed appropriate device function and clear egms. Shock impedance trend for last 12 months showed variable impedance range of 80ohms-128ohms. Technical services (ts) suggested further lead assessment, including review of lead impedance alert range settings. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the patient is scheduled for a device clinic appointment in (B)(6) 2025. The physician will continue to monitor the device as part of the ongoing care. This device currently remains in service and no adverse patient effects were reported.